Manufacturer narrative:
The subject device was returned for device investigation. The device evaluation found the air/water cylinder and the air/water tube of the gastrointestinal videoscope had foreign objects. There was no report on the subject device being used in procedure after the suggested event was reviewed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the air/water cylinder and the air/water tube of the gastrointestinal videoscope had foreign objects. There were no reports of patient involvement.